Event description:
It was reported that the patient was in possible pacemaker mediated tachycardia as a rhythm pattern of atrial sense-ventricular pace was occurring with rates up to 130 bpm. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in possible pacemaker mediated tachycardia as a rhythm pattern of atrial sense-ventricular pace was occurring with rates up to 130 bpm. It was later reported that the patient had atrial flutter [af]; patient was treated with medication for the af. It was also noted that device functionality was normal. The device is still in use. No patient complications have been reported as a result of this event.